Event description:
It was reported the epg (external pulse generator) was sent through a steam sterilizer, and the front and base case were melted. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device was melted, all parts needed to be replaced due to the melted and corroded conditions.